Event description:
It was reported that this insertable cardiac monitor (icm) recorded a false tachy and a false atrial fibrillation (af) event on the same day it was implanted. Upon technical services (ts) review it was noted that the subcutaneous echocardiogram (s-ECG) recorded a lot of noise and indicated that as this occurred so close to implant, it could be related to the device settling in the pocket or entrapped air and it should be resolved over time. Ts also mentioned to call back for further assistance if the issue persists. The icm remains in service. No adverse patient effects were reported. Additional information indicates the physician believes the patient has twiddler's syndrome and has flipped the device in the chest, therefore, the physician would like to re-implant the icm if possible. Ts noted that there is not a separate insertion tool available for re-implant, it would have to be performed manually. There is no information regarding the reposition procedure being scheduled at this time. No adverse patient effects were reported. Additional information provided indicates this icm was explanted and replaced for a new one. Reportedly, the physician at first believed that the patient had twiddler's syndrome, however, at replacement, it was noted that the icm hadn't moved. No additional adverse patient effects. The product is expected to be returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) recorded a false tachy and a false atrial fibrillation (af) event on the same day it was implanted. Upon technical services (ts) review it was noted that the subcutaneous echocardiogram (s-ECG) recorded a lot of noise and indicated that as this occurred so close to implant, it could be related to the device settling in the pocket or entrapped air and it should be resolved over time. Ts also mentioned to call back for further assistance if the issue persists. The icm remains in service. No adverse patient effects were reported. Additional information indicates the physician believes the patient has twiddler's syndrome and has flipped the device in the chest, therefore, the physician would like to re-implant the icm if possible. Ts noted that there is not a separate insertion tool available for re-implant, it would have to be performed manually. There is no information regarding the reposition procedure being scheduled at this time. No adverse patient effects were reported. Additional information provided indicates this icm was explanted and replaced for a new one. Reportedly, the physician at first believed that the patient had twiddler's syndrome, however, at replacement, it was noted that the icm hadn't moved. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations of noise, oversensing, false tachy event and false af event.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) recorded a false tachy and a false atrial fibrillation (af) event on the same day it was implanted. Upon technical services (ts) review it was noted that the subcutaneous echocardiogram (s-ECG) recorded a lot of noise and indicated that as this occurred so close to implant, it could be related to the device settling in the pocket or entrapped air and it should be resolved over time. Ts also mentioned to call back for further assistance if the issue persists. The icm remains in service. No adverse patient effects were reported. Additional information indicates the physician believes the patient has twiddler's syndrome and has flipped the device in the chest, therefore, the physician would like to re-implant the icm if possible. Ts noted that there is not a separate insertion tool available for re-implant, it would have to be performed manually. There is no information regarding the reposition procedure being scheduled at this time. No adverse patient effects were reported. Additional information provided indicates this icm was explanted and replaced for a new one. Reportedly, the physician at first believed that the patient had twiddler's syndrome, however, at replacement, it was noted that the icm hadn't moved. No additional adverse patient effects. The product was returned for analysis.